Manufacturer narrative:
The device has been received for evaluation, investigation is pending.

Event description:
The event involved a t-u-r y-set, nonvented, 96 inch t-u-r y-set, nonvented, 96 inch where it was reported that there was mold in the irrigation set. There was no report of patient involvement or patient harm. No additional information available at this time.

Manufacturer narrative:
Seven open/unused 065430403 t-u-r y-sets were returned for inspection. As received, multiple black spots were confirmed visible in the tubing on four of the returned sets. The tubing was cut open and the particles were confirmed to be embedded in the tubing wall, not in the fluid path. The sterilization records were reviewed and no errors during sterilization were noted. The reported complaint of mold in the tubing could not be confirmed. Black spots were visible in the tubing on four (4) of the returned sets. The probable cause is an error during tubing extrusion. While the device fails visual inspection, it does not affect the functionality of the device. There was no loose material present in the set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.